Event description:
It was reported that the patient had a cardiac arrest which required 2 rounds of cardiopulmonary resuscitation, resulting in return of spontaneous circulation. The patient was sent to the intensive care unit (ICU) the night of (B)(6) 2025. The patient was found to be in ventricular tachycardia at 18:04 on (B)(6) 2025 and started having low flow alarms with flows of 0.6 lpm, pulsitility index (pi) was greater than 10.5. The center was considering hypovolemia, suction as potential etiology of the arrest. The patient had a history of right ventricle failure and ventricular tachycardia which existed prior to left ventricular assist device (lvad) implant. The left ventricle was 3.1 cm on a transesophageal echocardiogram (tee). Log file review revealed low flow alarms on (B)(6) 2025, as well as several momentary low flow events which were brief and did not generate an alarm and occurred when the pi was elevated. The log file also contained low speed advisory flag alarms which occurred during a period of speed adjustments. The cause of the cardiac arrest was not determined. The patient was placed on antiarrhythmics, with decreased use of diuretics. The cause of the low flow alarms was not identified, though the low flow alarms resolved after the patient's cardiac arrest. The patient was given fluids, and the patients ventricular assist device (vad) speed was lowered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Transient low flow hazard alarms were captured throughout the file associated with elevated pi values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, "patient care and management", also lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The lvad reportedly did not contribute to the patients right heart failure. Per the site no device malfunction led to the patients hypoperfusion, low flows, or cardiac arrest.